Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. As the initial reporter is a legal representative, follow-up is not possible, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: ¿delayed seroma¿, ¿granulomatous changes¿, and "fear of alcl, to reduce risk of alcl".

Event description:
Patient representative reported for left side, the patient suffered an "accumulation of fluid¿, ¿drainage of fluid¿, ¿delayed seroma¿, ¿granulomatous changes¿, ¿removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl¿, ¿mental anguish and fear of alcl, increased risk of alcl¿, ¿anxiety¿, and ¿imaging and pathological evaluation to rule out bia-alcl¿, ¿chronic inflammation¿, ¿swelling¿, ¿pain¿, ¿redness¿, "erythema", ¿tightness¿, ¿depression¿. In addition, the following non-device related events were also reported as follows: ¿significant scarring and disfigurement¿, ¿other physical and emotional manifestations that are severe and ongoing¿ and ¿suffered loss of wages and wage-earner capacity¿. The device has been explanted.